Manufacturer narrative:
D1 was revised. D6a and d6b dates were reported and should not have been as the automated impella controller is not an implanted device. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 select was added as it was omitted from the previously submitted reports. H10 related report number was added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The controller (aic) is addressed under manufacturer report number xxxx. The pump (impella 5.5) is addressed under manufacturer report number xxxx.

Event description:
The user facility reported on a 48-year-old male patient on impella 5.5 for support due to cardiomyopathy. It was reported that the patient moved from cath lab table to transport gurney and a placement signal malfunctioned intermittently accompanied by intermittent console error alarm both occurred. Both alarms resolved but intermittently returned during transport. Impella flows and motor current remained consistent. The console was not swapped. There was no patient harm reported.

Manufacturer narrative:
Correction: the controller (aic) is addressed under manufacturer report number 1220648-2025-49152. The pump (impella 5.5) is addressed under manufacturer report number 1220648-2025-49153. Investigation summary data analysis: console logs from the reported day of event are consistent with complaint and show an controller error (opm comm crc error ¿ event set # 1045)and placement signal not reliable (event set # 1036) alarms after approximately 5 hours of pump start, along with suction and false position alarms. The controller error alarm was seen throughout the case and placement signal not reliable alarm was seen again. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. Device analysis: the console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion, but no issues were found. Additionally, the aic was tested with know good pump and purge cassette and no issues were found. Root cause: the momentary loss of placement signal and controller error alarm (opm comm crc error ¿ event set # 1045) alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Device history lot n/a device history batch subcomponent name: opm fw v2.20 material number: 0042-96254 lot number: n/a serial number: n/a. Device history review q1) service history review - are there any qns associated with the complaint device¿s most recent service report? Console ic4511 underwent rework due to a nonconformance according to the fsr 300087383 which was unrelated to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a q3) complaint history review - have there been any other complaints against this console? No phr summary: there were no issues related to complaint discovered when reviewing the product history of console ic4511.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.